Event description:
Healthcare professional reported suspected rupture via mammogram and implant removal from textured to smooth due to concerns with the product. This record is for right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.